Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that the cartridge was leaking from the septum. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 140 mg/dl.